Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose was 400 mg/dl. Device had alarmed motor error alarm. During troubleshooting, device passed the displacement test and manual prime. Customer's mother mentioned the device alarmed no delivery alarms with bolus delivery. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.